Event description:
Lack of primary stability.

Manufacturer narrative:
Upon receipt of additional information from the customer the failure mode has been changed from "lack of primary stability" to "failure to osseointegrate."

Event description:
Failure to osseointegrate.